Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 19 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9091603. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200816785,] noted that did not pertain to the complaint. There was one (1) notification [200816903] noted for high shield pull..

Event description:
It was reported that the bd ultra-fine¿ needle separated from the bd insulin syringe hub and remained in the shield. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed in the shield, total of 3 syringes from one bag".

Event description:
It was reported that the bd ultra-fine¿ needle separated from the bd insulin syringe hub and remained in the shield. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed in the shield, total of 3 syringes from one bag".

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 1/2cc syringes. Customer states that the needle hub separated and stayed in the shield. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. Both samples also exhibited a broken barrel tip. A review of the device history record was completed for batch# 9091603. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200816785,] noted that did not pertain to the complaint. There was one (1) notification [200816903] noted for high shield pull. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ needle separated from the bd insulin syringe hub and remained in the shield. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed in the shield, total of 3 syringes from one bag."